Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the occlusion alarm continued to sound and could not be silenced. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer reported issue. However, functional testing revealed the device was testing normally at the time of evaluation. As the device had no functional issue at the time of evaluation, an exact cause was not able to be determined. Preventatively, the device was recalibrated and cleaned. The device passed all functional and delivery tests performed.